Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering because of high blood. Customer stated the insulin pump was not giving insulin and had not received any alarms. Customer decline to troubleshoot for high blood glucose did do a few test on the pump and it did show it was delivering insulin. No harm requiring medical intervention was reported. The device will be returned for analysis.